Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 587 mg/dl. The customer reported that the they did not get any insulin on monday but when he started getting it on tuesday it was not enough to bring it back. The insulin pump will not be returned for analysis.